Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a posterior vaginal repair with dexon mesh. On (B)(6) 2010. Postop retention, vaginal hematoma, spontaneously drainage. ***the patient was readmitted (B)(6) 2010 due to vaginal bleeding and urinary retention. Patient was straining to void and with voiding noticed vaginal bleeding. ***on (B)(6) 2010 the patient returned with an increase in her bleeding vaginally and sound foul vaginal discharge. Under conscious sedation, an exam under anesthesia and I+d was performed. The mesh was removed and some hematoma was evacuated. An ultrasound was performed. ***surgery performed on (B)(6) 2010. Procedure performed: examination under anesthesia, wound irrigation. Pre-op and post-op diagnosis: posterior vaginal repair incision wound dehiscence. On (B)(6) 2016. Patient referred for large rectocele and severe constipation. On (B)(6) 2016 patient reports that lately she had been symptomatic with difficult stool evacuation. The patient needed to digitally support the perineum to assist with complete bowel emptying.